Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr device was returned for analysis within a shipping box and a plastic biohazard pouch. Damage location details: the solitaire fr device was returned within its introducer sheath. No damage was found to the introducer sheath. No bends or kinks were found to the pushwire. The stent was found still attached to the pusher. The stent¿s proximal marker glue domes were found damaged, partially covering the detachment zone. The stent¿s non-working and working length struts were found to be in good condition. Testing/analysis: the solitaire fr device was pushed out from its introducer sheath with no resistance. Due to its damaged condition, the solitaire fr device could not be used for resistance nor detachment testing. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ could not be confirmed as there were no issues pushing out the device out from within its introducer sheath. In addition, the device could not be used for resistance testing. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. As the customer reported a ¿continuous infusion of saline solution through the microcatheter¿ was used, this factor was excluded. The rebar-18 catheter involved in the event was not returned; therefore, an analysis could not be performed, and any contributing factors (i.e., catheter damage) could not be assessed. However, based on the available information, the customer¿s report of using rebar-18 catheter with solitaire fr 4-20 stent was found compatible. In this event, it is likely that the patient¿s ¿moderate¿ vessel tortuosity could contributed to the reported resistance. However, the root cause of the resistance could not be determined. Regarding the customer¿s ¿non-detachment¿ report was confirmed as the stent was found still att ached to the pusher. In this event, the damage to the stent¿s proximal marker glue domes likely contributed to the reported non-detachment. The glue domes can become damaged if advanced against resistance. However, the cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was suspected that the stent detachment syringe needle did not penetrate the muscle layer, or that the stent detachment point was positioned against the blood vessel wall. There was resistance at the distal end of the stent, and the stent did not advance when the operator pushed the stent guidewire. There was a continuous infusion of saline solution through the microcatheter.

Event description:
Medtronic received a report that considering the patient's preoperative condition of middle cerebral artery occlusion, severe ischemic symptoms, young age, and status as the mainstay of the family, the operator first used an aspiration catheter during the procedure. After one attempt at aspiration, the vessel remained occluded. Subsequently, a 4-20 fr thrombectomy stent was used in combination with aspiration. When the stent reached the lesion site, there was resistance while pushing out the stent. After overcoming the resistance, continued to open the stent and left in place for a few minutes. The stent was then retracted together, and a small amount of bright red thrombus was found. Angiography revealed poor vessel patency, so a second combined stent retrieval and aspiration was performed. The result was similar to the first attempt, and complete recanalization was not achieved. The operator then planned to detach using a detachment box and battery, attempting twice and switching to a new battery midway, but detachment was unsuccessful. Considering the prolonged operative time, the procedure was concluded. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of an ischemic stroke located in the m1 segment occlusion of the middle cerebral artery. It was noted the patient's vessel tortuosity was moderate. The patient's baseline modified rankin scale (mrs) score was 4, post procedure score was 1. Baseline national institutes of health stroke scale (nihss) was 18, post procedure score was 5. Baseline tici was 0, post procedure score was 2b. There was 1 pass of the device. Stroke onset to reperfusion time was 4 hours. Ancillary devices include an 8f90 long sheath, react71 guide catheter, avigo guidewire.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-rebar (unknown); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.